Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two onyx frontier coronary drug eluting stents were implanted in the mid left anterior descending (lad) artery and the circumflex (cx) artery. The vessels had severe coronary disease with severe 90% stenosis. The devices were inspected with no issues. It was reported that acute stent thrombosis occurred on both the lad and cx stents. Aspiration thrombectomy was required as well as additional stenting of the cx. Initially heparin 3700units was given followed by an additional does of 3000units to a therapeutic act of 305. The patient was loaded with plavix 600mg. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: annex d code added. Correction: 2. Outcome attributed to adverse event: intervention ticked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.